Manufacturer narrative:
Requested but not available at the time of this report at the time of this report the system has not been evaluated. Placeholder.

Event description:
During a training visit to the account the doctor reported to abbott that a patient that had customvue lasik treatment had a decentered treatment that resulted in loss of visual acuity. The patient preop manifest refraction for the left eye was -3.75 -1.75 x 007 on (B)(6) 2014. Preop best spectacle corrected visual acuity (bscva) in left eye was 20/15. Post op manifest refraction for left eye -1.00 -0.75 x 157 on 8-6-14. Post op bscva os 20/25. Desired correction: -2.94 -2.11 x 175 with -0.35 physician adjustment.